Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient experienced confusion, felt sick/unwell, tired/weak, altered vision, nausea and vomiting due to a bent cannula issue which led to little elevated blood glucose levels (400 mg/dl). However, if she would exercise and her blood glucose levels would go under 400 mg/dl but then after she would stop, then her blood glucose levels would go up again. Reportedly, when she pulled off the infusion set today it was bent at a 90-degree angle. Consequently, on (B)(6) 2022, she was admitted to the hospital as her blood glucose level was over 400 mg/dl and diabetic ketoacidosis. During hospitalization she received insulin drip intravenously. The infusion set had been used for three days and the site location was her abdomen. She stayed in the hospital for three days. Currently, her blood glucose level was 277 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.